Event description:
A malfunction alarm, identified as malf 3, was reported with no notable events occurring prior to the issue. It was unknown whether there was any impact on the customer's blood glucose level. The customer was instructed by technical support to put the faulty pump into storage mode and return it using a pre-paid label within ten days. A replacement pump was to be sent, and the customer decided to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery.